Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a moderately tortuous mid left anterior descending artery. There was difficulty crossing the lesion and when the "cover sheath" was removed from the 3.00 mm x 24mm promus element stent, they notice the distal edge of the stent was damaged and had "lifted up". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Struts on the first three rows on the proximal end of the stent were raised up and some struts on the first row on the distal end of the stent were misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a moderately tortuous mid left anterior descending artery. There was difficulty crossing the lesion and when the "cover sheath" was removed from the 3.00 mm x 24mm promus element stent, they notice the distal edge of the stent was damaged and had "lifted up". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.